Event description:
It was reported that device went into backup mode. Device was explanted and replaced.

Manufacturer narrative:
The reported reset could not be confirmed in the laboratory. The device was tested on the bench and our automated testing equipment and was found to be normal. The cause of the field event remains undetermined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.